Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer experienced hyperglycemia. Customer¿s blood glucose level was 532 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose event. Customer also stated that the cannula was bent. Customer was treated with insulin for high blood glucose event. Customer did not provide any symptoms related to high blood glucose event. The insulin pump will not be returned for analysis.